Event description:
Ous MDR - delay of initial detection because of v-undersensing. Suspension of charging was noted. This group reports they've seen this issue 2 other times with ilesto and an integrated bipolar lead. There were no adverse patient effects reported. All available information suggests this device remains implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. It was noted that during the defibrillation threshold testing a partial undersensing of very fine high frequency intrinsic fibrillation signals occurred. Based on the available data it is assumed that a re-programming of the sensing parameters to "sensing rv / post pace t-wave suppression = on" as well as the re-programming of "shock polarity = reversed" will resolve the observed undersensing for this individual patient. Due to the implemented frequency dependent filters different intrinsic signal morphologies are selectively enhanced in the frequency domain during signal processing of the ICD. In the recommended program the ICD signal processing is enhanced further for very fine high frequency signals.